Event description:
It was reported that the insulin gauge was inaccurate. Reporteldy, the customer was overfilling the cartridge. Customer continued to use the existing cartridge. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.